Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: d224drg implantable cardioverter defibrillator (B)(6) 2011.(B)(4).

Event description:
It was reported that the pacing impedance on the right ventricle (rv) lead had been stable and recently jumped and then returned to baseline which triggered a lead impedance warning. The lead remains in use. No patient complications have been reported as a result of this event.